Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After one partial and one full recapture, this was found to be kinked, which damaged the closure device in the process. The procedure was aborted as it was deemed too difficult to complete by the physician. No patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system (was) with no dilator and blood in the device. The device was microscopically and visually examined. There was a kink on the sheath 18.6cm and 39.8cm from the tip. There was tip damage where the ptfe was partially delaminated. The tip damage is consistent with the device being used during a procedure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported sheath kink.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After one partial and one full recapture, the was was found to be kinked, which damaged the closure device in the process. The procedure was aborted as it was deemed too difficult to complete by the physician. No patient complications were noted.